Event description:
Medtronic received information that approximately 14 years post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was not reported. No intervention or adverse patient effects were reported. Subsequently 5 days later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. The reason for intervention was reported as aortic stenosis and moderate to severe aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.